Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous left anterior descending artery. A 2.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed with a balloon. However, the device was unable to cross the lesion despite multiple attempts and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal stent strut rows were noted to be lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found a hypotube kink measured at 40.5cm distal to the distal end of strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous left anterior descending artery. A 2.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed with a balloon. However, the device was unable to cross the lesion despite multiple attempts and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.